Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, user informed the technical support engineer (tse) they experienced non-intuitive motion with the instrument installed on the universal surgical manipulator (usm)1. The user replaced the instrument and confirmed that the issue was resolved. The tse reviewed the system error logs but found no related errors. The user continued with the procedure with no further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive received additional information. The fenestrated bipolar instrument was installed on the usm 1. The instrument was not available for return. The movement of the instrument was unsmooth. Issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The surgeon was attempting to manipulate instruments from the surgeon console. The customer reseated the instruments and replaced with spare instrument.

Event description:
Refer to h11 for follow-up information.